Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter in the tube(s) biological/non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: dirty cap ×2. Dirty tube ×1. Defective marking x1."

Manufacturer narrative:
Investigation: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm ink, defective marking, fm dirt and embedded fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm- ink, defective marking, fm dirt and embedded fm with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter in the tube(s) biological/non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: dirty cap ×2, dirty tube ×1, defective marking x1."